Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) registry on the same day of the index procedure the patient experienced hand weakness: per CT scan it was discovered that the patient had small cortical embolic infarct. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the mid left internal carotid artery (ica). The vessel was described as mildly tortuous with a 99% stenosis. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was deployed and post-dilated with an aviator balloon. The angioguard was removed and the procedure was successfully completed. Upon inspection of the angioguard there was no debris found in the filter basket. The patient was neurologically intact when he left the angio suite. Approximately one hour after procedure the patient had right arm hemiplegia. Over the following hour the arm recovered some of the strength; however he was left with some paresis, primarily involving the distal portion of the right arm. At the time of the deficit, a CT scan showed no evidence of hemorrhage and no obvious large territory hypo densities. Two days post procedure the patient's hand grip and strength was significantly better and he was discharged home. The patient was diagnosed with hand weakness. Per CT scan the patient had a small cortical embolic infarct which was treated with a heparin drip. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking, coronary artery disease, coronary percutaneous revascularization and hypertension. High risk criteria includes severe pulmonary disease and high cervical ica lesions or cca lesions below the clavicle. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry on the same day of the index procedure the patient experienced a neurological event. The patient suffered hand weakness: per CT scan it was discovered that the patient had small cortical embolic infarct the patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the mid left internal carotid artery (ica). The vessel was described as mildly tortuous. The rate of stenosis was 99%. An angioguard ((B)(4) / lot 70412417) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise ((B)(4) / lot 15339425) stent was deployed in the lesion. The stent was post-dilated with an aviator balloon. The angioguard was removed and the procedure was successfully completed. Upon inspection of the angioguard there was no debris found in the filter basket. The patient was neurologically intact when he left the angio suite. Approximately one hour after procedure the patient had right arm hemiplegia. Over the course of approximately an hour after that, the arm recovered some of the strength however he was left with some paresis, primarily involving the distal portion of the right arm. At the time of the deficit, a CT scan of the head showed no evidence of hemorrhage and no obvious large territory hypo densities. Two days post procedure the patient's hand grip and strength was significantly better and he was discharged home. The patient was diagnosed with hand weakness. Per CT scan the patient had a small cortical embolic infarct which was treated with a heparin drip.